Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that post insertion the patient experienced pain, recurrence, dyspareunia, and urinary problems. (B)(4).

Event description:
It was reported that the patient underwent a hysterectomy to treat stress urinary incontinence on (B)(6) 2008 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urgency, frequency, incontinence, and vaginal/vulvar irritation.

Event description:
It was reported that following insertion the patient experienced urgency, frequency, incontinence, and vaginal/vulvar irritation.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological surgical procedure and a mesh was implanted concurrently with vaginal hysterectomy.